Event description:
Per additional information from the vad coordinator, the patient is now in normal sinus rhythm and was treated with 200 mg of amiodarone and 12.5 mg of metoprolol. The reported cardiac arrhythmia events occurred while the patient was in the ICU and resolved after an amio load. The patient will maintain anti-arrhythmia regimen. Additionally, it was reported that the right heart failure was not contributed to the device and the device operated as expected. The patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this IFU lists cardiac arrhythmia, right heart failure and hypertension as adverse events that may be associated with the heartmate 3 left ventricular assist system. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The IFU also provides information regarding anticoagulation, including the recommended inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 07jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had pulmonary hypertension. On (B)(6) 2021 the patient started on inhaled epoprostenol ino weaned down to 4ppm on (B)(6) 2021. On (B)(6) 2021 the patient had high pa pressure, ino was increased to 20. On (B)(6) 2021 sildenafil was started with a stop date (B)(6) 2021. On (B)(6) 2021 the patient was reported to have right ventricular failure on inotropes. The patient was on 7 days milirinone and discharged (B)(6) 2021. It was later stated that on (B)(6) 2021 the patient had a progress note-frequent short runs of nsvt(non-sustained ventricular tachycardia). Toprol xl was increased to 75mg daily from 50 mg daily. On (B)(6) 2021 the patient continued to have runs of nsvt; increased toprol to 100 mg daily. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had atrial fibrillation with rapid ventricular rate, the patient was started on amiodarone 200 mg qd and metoprolol 12.5 mg q8h. It was reported that the event occurred in the ICU and resolved after the amio load, the site was unsure if the patient had symptoms. It was not known if the patient had an existing arrhythmia prior to the lvad. The patient did not have and ICD. The plan of care was to maintain an anti-arrhythmic regimen. It was also reported in the patient's progress notes that they had hypertension with maps in 110 on nicardipene gtt. It was reported to have a stop date of (B)(6) 2021. No additional information was provided.